Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.

Event description:
A patient who was enrolled in a study, underwent a da vinci-assisted pulmonary segmentectomy procedure. Nine days after discharge, the patient visited a general practitioner (gp) for suture removal. When removing the dressing, there was drainage from the wound site. Antibiotic gco-amoxiclav was prescribed. There is no record of additional interventions or medication needed nor did the event result in re-hospitalization. The event was considered resolved seven days later. The index procedure was completed without any reported complications and the patient was discharged two days later. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as a superficial surgical site infection, non-serious, mild severity, a clavien-dindo grade ii, not related to a study device, but probably related to the procedure, and probably related to the patient's underlying disease status. The patient's prior health condition of hypertension and atrial fibrillation may be relevant to the event.